Manufacturer narrative:
The investigation determined that lower than expected, vitros amon results were obtained from a vitros liquid performance verifier fluid when tested on a vitros 4600 chemistry system. The investigation determined the most likely assignable cause of the event is most likely an instrument event related to microslide incubator contamination. Results of precision testing demonstrated that the vitros 4600 chemistry system was not operating as expected at the time of the event. Acceptable performance was obtained after ortho field service actions were performed.

Event description:
A customer obtained lower than expected vitros amon results when processing a vitros liquid performance verifier (lpv) fluid on a vitros 4600 chemistry system. Vitros lpv ii lot a5363 vitros amon results 256.3, 214.9, 225.3, 233.6, and 164.7 ug/dl vs. The expected result of 327.5 ug/dl. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The lower than expected, vitros amon results were obtained when processing a quality control fluid. The customer made no allegation that patient sample results were affected, however, the investigation could not rule out that patient sample results had not been affected, or would not be affected if the event were to recur undetected. There were no reported allegations of patient harm as a result of this event. (B)(4).